Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and replicated the illumination issue. The nonconforming illuminator module was replaced to resolve the persistent issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the upper light source was defective prior to surgical procedure. There was no patient involvement. Additional information has been requested but not received. This is one of three reports from this facility.